Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support for assistance because an ilet was not displaying data after the user paired a freestyle libre 3 plus continuous glucose monitor (cgm) sensor to the pump; the cgm page showed ¿pairing with sensor¿ during an extended timeframe after initial pairing. No adverse clinical symptoms reported. Outcomes included successful restoration of expected operation after the user was guided to rescan the sensor, which initiated a warm-up with a displayed countdown. User support included guided troubleshooting and user education to verify pairing status and to repeat the scan. Investigation of this case revealed that the device behavior was consistent with normal cgm warm-up and pairing workflow, and that rescanning resolved the display issue without hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was transient communication delay resolved by standard troubleshooting.